Event description:
The customer reported that the unit would arc when placed in lateral positon.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the temperature sensor high voltage cable hv tank and tube on unit. He completed a filament cal performed arc test. The system operates as intended.